Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The vessel tortuosity was severely tortuous and severely calcified. Aneurysm morphology is unknown. It was reported that the stent graft was inaccurately placed, inadvertently covering the renal arteries. Upon further examination it was determined that there was poor blood flow and the physician elected to perform an ilio-femoral bypass. No clinical sequelae were reported, and the pt is reported to be fine.